Manufacturer narrative:
Investigation summary: no sample and no photo was returned for investigation of this complaint. As there is no sample and photo returned for investigation, a device history record review of the past 12 months qn for catalog #393224 was performed. There is no related qn on similar defect or condition for the past 12 months. Therefore the root cause cannot be determined. Complaint will be reopened for investigation if sample is returned.

Event description:
It was reported that blood leaked from the injection site of the bd venflon¿ pro safety peripheral safety IV catheters.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leaked from the injection site of the bd venflon¿ pro safety peripheral safety IV catheters.